Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: visual inspection revealed that the battery compartment was cracked; the returned battery cap was undamaged and was able to secure to the pump and maintained electrical connection. The pump powered on to an hour glad and continuously rebooted. The pump cover was removed and there was evidence of moisture corrosion on multiple internal pump components. Additional testing could not be completed due to the pump continuously rebooting.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.